Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the picture revealed a leak-cut slice hole in the tubing. The reported condition was verified. Due to the nature of the sample no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set broke. During blood transfusion, a non-baxter slide clamp "crushed and tore the tubing". The set was changed and new type and cross was required. There was no patient injury or medical intervention associated with this event. No additional information is available.